Manufacturer narrative:
The reported issue is currently under investigation. A follow up report will be filed when additional details become available.

Event description:
It was reported that the 9800 system presented an iris too large error and the collimator is stuck. There was no report of patient injury.